Manufacturer narrative:
On 5/1/1997, the MFR contacted the facility nurse to obtain follow up info concerning this pt/device. The facility nurse stated that she had not seen the pt since her last update in early april and that she believes the pt may have gone back to ohio for treatments. She then suggested the MFR contact her attending physician to attempt to obtain further info. On 5/2/1997, the MFR contacted the pt's attending physician. The physician stated that she also has not seen this pt since late march/early april and suggested that the MFR contact another physician who may have additional info. The MFR has made repeated attempts to contact this other phsysican for additional info; however, co's attempts have been successful. As a result, the MFR's investigation of this event was limited to a trend analysis analysis. A trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info and due to the unavailablity of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclsive. No further details are available. The MFR is now closing its file on this event. '

Event description:
The device was implanted approx 3 yrs ago. On 3/10/97, the facility nurse contacted a MFR nurse and reported that pt received a platinol infusion of 81mg/100ml 0n 2/10/97. The access was reported as uneventful except the pt complained of a slight burning. The pt was accessed by the physician, but no signs of exrravasation were identified. Pt later denied her complaint when a follow up call was made to her by the physician's office on 2/11/97. The pt was refilled by a physician in another state on 2/24/97. No info from this refill is available. On 3/10/97, the info from this refill is available. On 3/10/97, the pt was presented at the outpatient clinic with what was described as a healing, burn-type wound involving the skin over the entire area. The area was described as "brownish, dry and scaly". The pt reproted that the redness began 3 days following the 2/10/97 device sideport injection. The pt presented photographs of the area that were taken during the past month. Facility nurse reported that pt is scheduled for a device sideport hepatic arterial perfusion study (haps) on 3/11/97 and if no problems are identified, she will refill the device with heparin/normal saline as planned.